Event description:
It was reported that a user experienced hyperglycemia with a peak blood glucose of 303 mg/dl after dinner while using the ilet system and a recently changed infusion set, with glucose subsequently trending down to 229 mg/dl and no device alerts or alarms reported. Symptoms included elevated blood glucose. Outcomes included no hospitalization, no medical or third-party assistance, and no reported adverse events. Investigation included customer interview, review of device use and infusion site status, and troubleshooting education focused on automated correction and site function. Investigation of this case revealed no evidence of device malfunction or infusion set failure, and the decreasing glucose indicated insulin delivery was occurring; the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.